Manufacturer narrative:
A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed surgical/patient factors unrelated to the functionality of the device. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected refractive error outcome post cataract surgery. The surgeon and patient are discussing intraocular lens exchange and laser correction. Additional information requested.